Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 570 mg/dl 3 weeks prior and is continuing to receive high blood glucose readings. Customer states she had a high blood glucose reading another time prior to incident due to a hole in tubing. Customer states that she just changed her infusion set. Customer declined troubleshooting. Customer was advised to change entire set, reservoir and insulin and treat per hcp's instructions. Customer is not returning any product.